Event description:
As reported on (B)(6) 2013 by the distributor in (B)(6), on (B)(6) 2013 during the procedure for rfa liver tumor ablation, the ablation area noted is bigger than normal. No other harm or injury were reported due to this product problem.

Manufacturer narrative:
Angiodynamics has requested the return of the disposable device. Patient information was requested and is as follows: the patient is a male patient and the patient age is unknown at this time. The patient's current status was noted as stable. This type of complaint is not referenced in the instructions for use (160-104121, rev. 05) which is supplied to the user with this catalog number. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch.